Event description:
It was reported that back in 2007, the patient had a computed tomography scan done. The implantable neurostimulator was turned off during it, but it was unknown if the voltage was turned down to 0 volts. During the scan, the patient had an unbearable shocking sensation. The patient was able to turn the stimulation back on and it was functioning fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3888-33, lot # j0461577v, implanted: (B)(6) 2005, product type lead. (B)(4).